Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. No injury or medical intervention was reported.